Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2010 and cleaned plug from waste manifold and flushed tubing from mc manifold to waste with bleach.

Event description:
A customer contacted beckman coulter inc. (Bci) stating there was leakage on the reaction wheel and the reagent carousel covers. No injury was reported.